Manufacturer narrative:
Pump booted up once installing an aa battery no blank display was noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. The pump passed the displacement accuracy test at 0.0873 inches. Test p-cap and reservoir locked properly into the reservoir compartment, however, a partially broken retainer ring at the knit line was noted during visual inspection. No pump error 19 or battery alerts, alarms, or anomalies were noted during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a pump error 19 alarm on the event date of 12/09/2024 at 13:52:36.000. Pump alarmed a pump error 53 alarm (file #: 32107, line #: 458, esf#: (B)(4)) on the event date of 12/09/2024 at 13:52:47.000 due to a possible hardware failure. Pump alarmed a pump error 3 alarm on the event date of 12/09/2024 at 13:52:47.000. Found a low battery alert on (B)(6) 2024 at 12:24:00.000. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, and retainer knit line damage. Pump error 19 was confirmed in the pump history files and traces due to moisture damage on the motor. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Pump error 3 was confirmed in the pump history files and traces as a consequence of pump error 53. Charge/battery lasts less than expected was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of relevant battery inserted times in pump history records. Cosmetic damage was confirmed at the label. Blank display was not confirmed during testing. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 19 (generated if minute event is not received from motor processor or the sw watchdog task is not running properly), damage (physical or cosmetic), charge/battery lasts less than expected, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed. Product labels reported as missing, removed, worn, faded, or damaged following usage. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.